Event description:
It was reported the patient had an unrelated cervical fusion repair procedure where the device was not placed into surgery mode. Instead, the ipg was turned off using a magnet. Subsequently, the ipg could not communicate with external devices. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
It was reported the patient had an unrelated cervical fusion repair procedure where the device was not placed into surgery mode. Instead, the ipg was turned off using a magnet. Subsequently, the ipg could not communicate with external devices. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section a3: date of birth (dob) added.